Event description:
The account alleged the side rail will not latch. No pt impact.

Manufacturer narrative:
The technician found there is a screw missing in the side rail. The technician replaced the ratchet rivets to resolve the issue.